Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). A sample was received for investigation. The reported issue was not present during the investigation. The pump was tested three times and had the following delivery accuracy of 250ml/hr and 25ml: -1st test: 6 minutes 6 seconds or 98% of expected accuracy. -2nd test: 6 minutes 4 seconds or 98% of expected accuracy. -3rd test: 6 minutes 5 seconds or 98% of expected accuracy. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: rn said pump should have been infusing- the light was green but it was not running.